Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on (B)(6) 2011, the patient was admitted with the following pre-operative diagnosis: cervical herniated nucleus pulposus, spondylosis with radiculopathy c5 through c7. Patient underwent the following procedures: anterior cervical discectomy and arthropathy c6-7 with a pro-disk c5 x 14 x 16 mm width. Anterior cervical discectomy and fusion c5-6. Anterior cervical plating c5-6 with a plate. Structural allograft plus local autograft plus demineralized bone matrix grafting plus extra-small rhbmp-2 grafting. As per the op notes, ¿¿we did thorough discectomy at c5-6, did a right sided uncovertebral decompression with foraminotomy and then reconstructed with a 6 mm tall graft packed with an extra, extra-small rhbmp-2, demineralized bone matrix and local autograft and we put additional local autograft and demineralized bone matrix next to the graft¿¿ no patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.